Event description:
It was reported that the surgeon was not able to fit the left tmj devices due to a change in the patient's anatomy. As a result, the surgeon changed the plan and implanted stock devices on the left side.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.